Event description:
The patient was revised because of pain, infection and loosening of the femoral and tibial components.

Manufacturer narrative:
The complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.